Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy.  The cause of the peritonitis was unknown.  The patient's catheter was moved to the other side of his belly because of the peritonitis. Treatment and outcome are unknown. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed.  If additional relevant information is received, a supplemental medwatch will be filed.